Manufacturer narrative:
Patient height reported as (B)(6) centimeters. Additional patient identifier:(B)(6). Date patient pain began is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 04.038.095s lot # 9826733. Release to warehouse date: 10 july 2015. Expiration date: 31 may 2025. Manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 95mm sterile product was processed through the normal manufacturing and inspection operations with no nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient requested that all his hardware be removed due to pain. The original implant date was (B)(6) 2016 for a left radius and ulna fractures and a left femur fracture due to a motor vehicle accident. All the bones were healed and the hardware was removed fully intact. The surgery was successfully completed with no surgical delay. The patient was stable following surgery. This report is for one (1) tfna screw 95mm. This is report 11 of 11 for (B)(4).